Event description:
It was reported that the patient could not get her recharger to charge or her stimulator to charge. The patient had tried to charge the day prior to the report and the day before that. The patient was able to recharge two weeks ago. The patient programmer was not doing anything at the time of the report. The patient threw up a couple of times the night prior to the report and could not even turn around without throwing up. It was noted that the patient could not handle it anymore. The patient could hardly stand to keep from throwing up. It was reported that the patient was in the ER due to a stimulation complaint. The patient had back pain because her implantable neurostimulator (ins) system was not working. It was indicated that the stimulation system was not working for 2 weeks prior to the report. The ins was checked with the patient programmer and indicated that the ins needed to be charged. The ins was discharged. The ins recharger had not been working for two weeks. The patient did have a fall about a month prior to the report but did not think that it had affected her ins system at all.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).